Event description:
Syntax registry. It was reported that during the initial coronary drug eluting stenting treatment procedure that the patient experienced a vessel dissection. The patient was enrolled into the study on a loading dose of clopidogrel. During the initial procedure the physician attempted to stent the right intermedius lesion with a 2.25 x 12mm taxus express 2 drug eluting stent. However, this stent could not cross the lesion due to a distal edge dissection caused by a 2.25 x 24mm taxus express 2 drug eluting stent. The procedure medications were heparin, nitrates, aspirin, clopidogrel and diuretics. No further information is known regarding the status of the patient. The patient was discharged the next day on beta blockers, anti-anginal, thienopyridine and antiplatelet medications.

Manufacturer narrative:
Device evaluation - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.